Event description:
It was reported that a spectrum iq pump did not warn or beep for an upstream occlusion during magnesium therapy. It was stated that the primary tubing was clamped above the pump preventing medication to infuse. It looked as if medication was infusing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch mw5018385 for this event. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.